Manufacturer narrative:
The system was used for treatment. A review of kit lot d722 was performed. There were no non-conformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category flm leak. No trends were detected. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported a leak in the fluid logic module (flm), or close-by, during manual blood return. The patient was disconnected from the instrument at the time and reported to be stable and in good condition. The customer stated that they routinely elect to perform manual return of residual blood, after disconnecting the patient from the instrument, due to their patient population. There were no issues or alarms during the procedure. No additional blood was returned after the leak was discovered. No product will be returned as the kit was discarded.